Event description:
The customer reported that they had a battery with a torn elastomer. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that they had a battery with a torn elastomer. There was no report of pt involvement. The battery was evaluated at philips and the failure was further clarified as intermittently unexpectedly shutting down as well as the battery not being recognized. Philips confirmed this failure. Philips sent the customer a new battery which resolved the failure.